Manufacturer narrative:
Unit unable to prime during the prime/compromised force sensor system test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. No compromised force sensor system alarm. Unable to performed the excessive no delivery alarm test due to prime anomaly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, and missing end cap sticker were noted.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 50 mg/dl. She was able to clear the alarm. The customer treated her low blood glucose level with grape juice. The drive support cap was sticking out. The customer also experienced a high blood glucose level of 458 mg/dl. She treated her blood glucose level with a syringe. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.